Event description:
It was reported that customer experienced cgm error 42 with g7 sensor while using pump. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through complete pump reset, cgm error did not reappear after reset, and customer successfully started new sensor session.